Manufacturer narrative:
The astral device was returned to a third-party servicer. Evaluation of the device confirmed the reported complaint of sf140 alarm. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf140) related to alarm priority. There was no harm or injury reported as a result of the incident.